Event description:
It was reported to philips that the device gave an error message indicating the image processing computer had a memory problem, which can impact imaging. The device was in use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips remote service engineer (rse) inspected the system remotely and identified that that getting free disk space message. Upon some functional test, the issue persisted. Rse recreate image store and cleared out the db. After recreating image store, the system was returned to use in good working order. The codes were updated based on the investigation outcome.